Event description:
The granddaughter of a (B)(6) female pt contacted zoll customer support to report that the pt is receiving constant check therapy pad messages but cannot find anything wrong with the therapy electrodes. The pt was issued a replacement monitor and electrode belt.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon eval the black pulse wire 2 was cut causing no driven ground signal. The cause for the cut wire cannot be positively determined. No adverse event resulted from the damaged wire. The pt was issued a replacement monitor.